Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13553, 2017865-2020-13554. It was reported the patient presented for an in clinic follow up. Upon initial inspection, it was observed the pocket was infected and had evidence of erosion. The system was explanted. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomaly found.